Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that pyxis is showing that all drawers are not detected on bus. The medications stored in the cubies are not accessible causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer replaced the pyxisbus cable to the auxiliary cabinet from the main, unplugged the matrix drawer one on the main and rebooted the device. The fse replaced the drawer controller on the matrix drawer and configured the drawer the system functioned as intended after the field service engineer troubleshooted the device.